Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint.the instrument was placed on the in-house system and passed engagement and recognition, but failed to move intuitively. The tips failed to open and close properly. The housing was removed for inspection and found no obvious signs of damage. Engineering investigated the instrument and found that the blades could only open about a quarter of the way even when manually pulled apart. The clamping pulleys were then loosened to give the grip cables some slack. At this point the blades were able to open and close without issue. Tightening them allowed the inputs to move the blades but they still would not open and close unless done manually by hand. Further increasing the cable tension caused the blades to remain open and not be able to close.

Event description:
During a da vinci assisted prostatectomy procedure, it was reported that the monopolar curved scissors instrument was not recognized by the instrument arm. The procedure was completed and there was no patient injury.